Event description:
This spontaneous case was originally reported by a lawyer on behalf of and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 906 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 38-year-old female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criterion intervention required), 2 years 5 months after insertion of essure. The patient was treated with surgery (hysterectomy - uterus & cervix). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2023: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. 927073) for permanent contraceptive tubal implant. The patient had a medical history of post coital bleeding, left lower quadrant pain and rectocele. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 998 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted laparoscopic vaginal hysterectomy bileteral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2013 as per mr (B)(6) 2013 trailing coits: left:: 3, right: 2. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: findings: full pressurization of cuntcast in the uterus, nao contcast seen in fallopian tubes. Essure devices are noted in place. Conclusion: : no contrast seen entering fallopian tubes with essure devices noted in place. Some contrast seen extravasating into myometrial venous system suggesting adequate pressure applied. [Pregnancy test] on (B)(6) 2013: negative [ultrasound scan] on (B)(6) 2014: interpretation summary uterus slightly mottled endo ok. Cx has nabothian cysts, lt ov many follicles with an area of possible ruptured cyst, rt ov multifollicular, essure looks to be in place, mild free fluid, ch/awc. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: update of quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. 927073) for female sterilisation. The patient had a medical history of pelvic pain, left lower quadrant pain and rectocele. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 998 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted laparoscopic vgainal hysterectomy bileteral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2013 as per mr (B)(6) 2013 trailing coits: left:: 3, right: 2. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: findings: full pressurization of cuntcast in the uterus, nao contcast seen in fallopian tubes. Essure devices are noted in place. Conclusion: : no contrast seen entering fallopian tubes with essure devices noted in place. Some contrast seen extravasating into myometrial venous system suggesting adequate pressure applied. [Pregnancy test] on (B)(6) 2013: negative [ultrasound scan] on (B)(6) 2014: interpretation summary uterus slightly mottled endo ok. Cx has nabothian cysts, lt ov many follicles with an area of possible ruptured cyst, rt ov multifollicular, essure looks to be in place, mild free fluid, ch/awc. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: mr received : reporters information, lot number added, patient medical history and lab data added rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.